Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 439 mg/dl at the time of incident. Customer was treated with bolus. Customer had symptoms like nausea. Customer was not using auto mode. Customer was pregnant and her blood glucose was unstable. Customer did not feel ok to troubleshooting for high blood glucose. Customer stated that insulin pump was uploaded in care link it never connected. The insulin pump will not be returned for analysis.